Event description:
It was reported that during an unknown time the unit's handle is not fitting onto the mesher. No info was provided on harm or surgical delay. Due diligence is complete.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.